Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 4.0 x 20, 75cm mustang balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.